Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 7:30 am, while at home, the patient¿s girlfriend attempted to wake the patient and noted that he was unresponsive. She shook him to rouse him, and although he eventually awoke, he remained disoriented. At that time, she observed a ¿sensor failed¿ alert on the dexcom app. She attempted to give him food, but he was unable to take it. A blood glucose fingerstick (bgfs) was not performed by the girlfriend. She subsequently called emergency medical services. Upon arrival, emts obtained a bgfs reading of ¿low.¿ the patient was given IV fluids, after which another fingerstick reading was obtained, showing 45 mg/dl. As the patient began to regain consciousness, paramedics instructed the girlfriend to continue offering food, and then they departed. At the time of the call, the patient remained tired but reported feeling improved. The patient noted that the last cgm reading on the dexcom app was 123 mg/dl, recorded approximately six hours prior to symptom onset. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.